Manufacturer narrative:
A 13-month complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The st ctnl2, analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event could not be established.

Event description:
A customer reported out of range quality control (qc) for all analytes on the aia-900 analyzer. The customer performed decontamination and reran controls and all analytes passed using mas controls(lot 2306) except cardiac troponin I (ctnl2). Customer ordered calibrators to rerun which resulted in a delayed reporting of patient samples for ctnl2. The customer reran qc which passed with new calibrators. The aia-900 analyzer is functioning as expected. No further action required by technical support. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results